Event description:
It was reported an issue with premicron suture. The customer reported that, upon receipt of the product, it was observed that a box of premicron green 2/0(3) 75 cm ds30 (m) did not have any identifying characteristics printed on the front, except for the general name of the product. The 36 units contained in the box are properly labeled; only the identifying information on the outer box is missing.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in our stock. We have received a picture showing a product box without the front label. This defect was caused in the warehouse when preparing the shipment. It is likely that the front label of the box was peeled off for some reason prior to box shrink wrapping and the personnel involved did not notice it. Therefore, the box was not discarded and consequently supplied to the customer by mistake. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: the most likely root cause determined is that the label on the box was not placed correctly when preparing the shipment to the customer in the warehouse and peeled off prior to shrink wrapping of the box. Final conclusion: considering that the pictures received show a box that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the pictures received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.